Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of confirmed. The root cause was attributed to a depleted battery alarm. The main batteries and battery harness were replaced to fix the problem. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Additional investigation is being conducted through (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device will not be returned because it is being serviced on-site. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a depleted battery alarm. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.